Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the plastic at tip of trocar shaved off when inserted. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. No pt injury was reported. No additional info available at this time.